Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified broken shell and crease flat. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified one smooth broken opening on the posterior. Based on the device analysis the final assessment was one smooth broken opening assessed as smooth opening.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted.